Event description:
During laparoscopic appendectomy the powered stapler malfunctioned and did not fire stapler leads. Doctor and surgical resident tried multiple times to troubleshoot but their efforts were unsuccessful. Stapler removed from sterile field and given to (B)(6) for reporting. Packaging saved with device and sent to biomedical for reporting. Manufacturer response for powered endoscopic linear cutter 60mm, echelon flex (per site reporter). Awaiting follow up from manufacturer.